Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings:on investigation, a battery compartment crack was found running from the case seal upward to the grip pad. The pump powered up to a dim verify screen with pinkish contrast. The keypad cover was peeling at the ¿ok¿ button while all the buttons were responsive. Removal of the keypad cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked, the display was dim/discolored, and contamination was found under the button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.